Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was previous performed at a different facility. A watchman laa closure device was successfully implanted. The patient was discharged on aspirin and elquis. At their 45 day follow-up since there was no thrombus they discontinued eliquis and were put on plavix. Two weeks prior to their ablation procedure they were put back on eliquis. On (B)(6) 2018 the patient was about to undergo an ablation procedure when they found thrombus on the closure device. The size of the thrombus was not known. The patient was admitted to hospital for heparin. No further patient complications were reported and the patient's status is fine.